Manufacturer narrative:
The technician found the cause to be the hydraulic solenoid valve is not working. The technician took the head hydraulic solenoid valve out and cleaned it to resolve the issue.

Event description:
Technician alleged that the head of the bed will not raise. No patient impact.